Event description:
It was reported by service report that the footboard modules were damaged, and the left and right siderail panels were damaged as well. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard modules. Damaged left and right siderail panels.